Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and calcified artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2atm within 2 seconds. The device was successfully removed from the patient. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported.